Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision due to infection on (B)(6) 2015. Revision due to infection on (B)(6) 2016. The case report form indicates event is definitely not related to devices. This event report was received through clinical data collection activities.